Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There was no report of serious or permanent harm or injury. During evaluation of the device at a third-party service center, visible foam particles were found inside the blower kit. Error codes, debris on lcd screen, damaged buttons on upper enclosure, damaged bottom enclosure were also detected. No other device problems were found. The device was scrapped.